Event description:
An allegation from an attorney indicated the patient died approximately two months post implant of the right ventricular lead. It was also noted the patient "returned to the hospital with difficulty breathing and chest pain. The patient died later that day as a result of cardiopulmonary arrest." Further review of the event revealed the patient died two months post implant of the implantable cardioverter defibrillator and right atrial lead as well.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The lead model 6949 is part of the advisory for this model. Evaluation summary (B)(4): the implantable cardioverter defibrillator was returned and analyzed. Visual examination of the connector block, grommets and setscrews found no anomalies. Evaluation summary (B)(4): the proximal segment (78 centimeters in length) of the lead was returned and analyzed. Primary analysis finding: no anomalies found. Blood/body fluid was present in/on all conductors (not obstructed). Electrical testing to determine continuity of the conductor(s) passed. There was evidence of cut outer insulation breached. Apparent explant damage noted. (B)(4) no anomalies found. The proximal segment (42 centimeters in length) of the lead was returned and analyzed. Primary analysis finding: no anomalies found. Blood/body fluid was present in/on all conductors (not obstructed). Electrical testing to determine continuity of the conductor(s) passed. There was evidence of cut outer insulation breached. Apparent explant damage noted.